Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's machine muffler assembly was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported information in reference a test fail. The manufacturer received information regarding a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. No medical intervention was required by the patient .no MDR required at this time. A follow-up report will be submitted should additional relevant information become available.